Manufacturer narrative:
H4: the lot was manufactured from february 01, 2021 - february 02, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site (colored collar) of four (4) large volume intermates peeled off preventing filling. This issues were identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: four (B)(4) devices were received for evaluation. A visual inspection was performed, and it was observed that the housing was malformed which caused the white color coil cap to separate from the housing (see attached photos). When the housing is malformed, particularly at the neck area of the housing, the coil cap no longer fits the housing and would separate from the housing. The reported condition was verified. The cause of the condition was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.